Event description:
The st. Jude rep reported that they were unable to establish communication with the device after several attempts. X-ray determined that the device was positioned normally. However, it was noted that the device seemed to have moved. It was originally implanted submuscularly.